Manufacturer narrative:
As a result of an internal review of the file, following submission of the initial report, it was determined that the information provided for this event ¿could not connected to port before surgery¿ (the event code was vfc issue/unacceptable) does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. No further reports will be scheduled under mfg report num. 1644019-2024-01371. The manufacturer internal reference number is: (B)(4).

Event description:
This event ¿could not connected to port before surgery¿ (the event code has been changed to vfc issue/unacceptable) does not represent a reportable device malfunction.

Event description:
A nurse reported that the product could not be connected to the port during the vitreo retinal surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).